Manufacturer narrative:
D4: unique device identifier not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the override function failed to activate automatically on the devices. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes & concomitant med prod data a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the override did not turn on automatically on devices. A technical support specialist troubleshot the device and identified that the synchronization server remained up while main server was down, preventing stations from entering critical override. Tss also changed the login to allow the system to measure if the active directory was stopped for an extended period of time and automatically sets devices to critical override. Tss also advised to go to the latest version of es. The system functioned as intended after the technical support specialist troubleshot the device. D.10 concomitant med prod data - sn-(B)(6) ln- slmc-medsurg1, sn-(B)(6) ln-slmc-ed, sn-(B)(6) ln-slmc-icuslr, sn-(B)(6) ln-smlc-medsurg2, sn-(B)(6) ln-slmc-wcc (B)(6) ln-slmc-ld1, sn-(B)(6) ln-slmc-mbu, sn-(B)(6) ln-slror, sn-(B)(6) ln-slmc-pac, sn-(B)(6) ln-slrpcuu, sn-(B)(6) ln-slmc-sl-an03, sn-(B)(6) ln-slmc-sl-an04, sn-(B)(6) ln-4ne1, sn-(B)(6) ln-5se, sn-(B)(6) ln-4se1, sn-(B)(6) ln-4se2, sn -(B)(6) ln-5ne, sn-(B)(6) ln-5sw, sn-(B)(6) ln-ccu, sn-(B)(6) ln-ed, sn-(B)(6) ln-ICU, sn-(B)(6) ln-or-1, sn-(B)(6) , ln-2se1, sn-(B)(6) ln-c-sect, sn-(B)(6) ln-3ne1, sn-(B)(6) ln-3se2, sn-(B)(6) ln-4ne3, sn-(B)(6) ln-4nw,sn-(B)(6) ln-cathlab, sn-(B)(6) ln-cathlab1, sn-(B)(6) ln-2se2, sn-(B)(6) ln-ochct, sn-(B)(6) ln-dialysis, sn-(B)(6) ln-ed2, sn-(B)(6) ln-infcenter, sn-(B)(6) ln-ochirhold, sn-(B)(6) ln-ld, sn-(B)(6) ln-ldrecovery sn-(B)(6) ln-nicu-a, sn-(B)(6) ln-nucmed, sn-(B)(6) ln-or-2, sn-(B)(6) ln-orholding, sn-(B)(6) ln-pacu1, sn-(B)(6) ln-omcfamprac, sn-(B)(6) ln-omcuro, sn-(B)(6) ln-5nw, sn-(B)(6) ln-ir, sn-(B)(6) ln-xxed3, sn-(B)(6) ln-omcspecialty, sn-(B)(6) ln-omcwcsursp, sn-(B)(6) ln-oched4, sn-(B)(6) ln-anes-or2, sn-(B)(6) ln-anes-or3, sn-(B)(6) ln-ochanscath, sn-(B)(6) ln-anes-cs2, sn-(B)(6) ln-anes-cs3, sn-(B)(6) ln-anes-or1, sn-(B)(6) ln-anes-or10, sn-(B)(6) ln-anes-or11, sn-(B)(6) ln-anes-or4, sn-(B)(6) ln-anes-or5, sn-(B)(6) ln-anes-or6, sn-(B)(6) , ln-anes-or7, sn-(B)(6) ln-anes-or8, sn-(B)(6) ln-anes-or9

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, the override function failed to activate automatically on the devices. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.